Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm). Cause was not known. A correction bolus and manual injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.